Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the complaint was filed: see scanned table. The ID 1, 2, 3 and 4 the inratio and lab values are not within the confident limit as per internal procedure. The ID# 5 is within the confident limit. Product will be investigated.

Event description:
The caller alleged discrepant results when compare with the lab results reported.